Event description:
A report was received per social media that the patient could not walk any distance due to pain. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received per social media that the patient could not walk any distance due to pain. The patient underwent an explant procedure.